Manufacturer narrative:
Please note that the event date for this file is unknown. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The report received from the field indicated that after a thrombectomy procedure on a dialysis shunt graft, the distal tip of the 7 fr brite tip 11 cm str catheter sheath introducer (csi) separated in the dialysis graft. The physician was suturing the sheath insertion site and a technician was to remove the sheath while the physician closed the z-stitch/wound. As per the physician's note, the technician may have twisted the sheath and the distal tip separated. The distal tip remained in the dialysis graft and was successfully retrieved through a series of steps. There was no report of patient injury and the device was not returned for analysis. The sterile lot number for the device is unknown therefore a device history report review could not be performed. Without the return of the device the reported customer complaint of sheath separated could not be confirmed. Pictures were received depicting various images taken during the procedure but do not lend any insight into what lead up to the device separation. Review of the information provided suggests that procedural factors may have contributed to the reported incident. There is no indication that there is a design or manufacturing relates issue therefore no action is required.

Event description:
The report received from the field indicated that after a thrombectomy procedure on a dialysis shunt graft, the distal tip of the 7 fr. Brite tip 11 cm str catheter sheath introducer (csi) separated in the dialysis graft. The physician was suturing the sheath insertion site and a technician was to remove the sheath while the physician closed the z-stitch/wound. As per the physician's note, the technician may have twisted the sheath and the distal tip separated. The distal tip remained in the dialysis graft and was successfully retrieved. No reported patient injury. Pictures and physician event description/note received.